Event description:
A trauma patient was admitted at the site for internal head bleeding and was scheduled for a CT scan. It was reported that the site was unable to acquire images during the scan attempt. The patient eventually expired before he was sent to another lab for the scan.

Manufacturer narrative:
Ge engineering conducted a log review, visual inspection, and performance tests on the system. It was found that the system's table intermediate support (ims) position was out of tolerance. As a result, the system could not guarantee positioning accuracy. The system is designed such that scans could not be initiated if the table could not recognize its location. Further evaluation revealed that the ims out-of-tolerance issue was due to forcing the table drive beyond its recognized stop location, most likely resulting from user interaction where exaggerated motion or force was applied to the table during prior exams. Ge's clinical application specialist conducted additional review of the event. It was confirmed that the patient did not sustain injury from the CT system. The patient had internal head bleeding prior to the use of the system. While the system could not initiate the scan, its use could not guarantee or directly affect the patient's condition. Therefore, it was concluded that the patient's death was not caused by the CT system but rather by a pre-existing condition.